Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 05-jan-2008, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 500mcg/ml at a dose of "100mcg". It was reported that the patient experienced withdrawal symptoms, including increased spasticity. Per the patient's mom, the patient "banged his stomach" when he lost balance in the bathroom. From that point, the pump seemed to be more mobile in his abdomen. Two unsuccessful catheter access port (cap) aspirations occurred. One cap aspiration attempt was made while the patient was in the physiatrist's office on the day prior to the hospital admission. The other cap aspiration attempt occurred while the patient was in the intensive care unit (ICU) bed hours prior to surgery. The reservoir volume was assessed against the programmed volume. Surgical intervention occurred. A revision of the existing catheter was attempted but unsuccessful. The doctor attempted aspiration through the sideport, which was unsuccessful. The doctor then cut the catheter and attempted to only change the pump segment with a 8578 catheter. There was still unsuccessful flow. The doctor then opened the back incision and assessed the anchor, assessed and freed up the scarred-in catheter and made medical judgment to replace the whole catheter with a new 8780 catheter. After a new catheter was placed, there was successful cerebrospinal fluid (csf) flow. The cause of the inability to aspirate the cap was undetermined. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.